Event description:
The pt had surgical procedure of "laparoscopic cholecystectomy" performed on (B)(6) 2013 and reported concerns that two "ethicon multiple clip appliers failed to apply clips and instead functioned as a "scissor" and not applier. The surgeon in the operation report, reported the pt's gallbladder was separated from the omental adhesions and placed on traction with cystic duct and artery identified. A clip was placed at the gall bladder cystic duct times 3 and divided. The cystic artery was also hemoclipped times 3 and divided. The gallbladder was dissected out of the peritoneal reflection from undersurface of the liver with spatula cautery. After this was completed, it was placed in an endoloop on the cystic duct stump and 3 clips appeared to need some reinforcement. The pt did not receive any documented injury as result of the two clip appliers reported to malfunction while in surgery. The complaint from the surgeon and operating dept staff were the two clip appliers acting as scissors cutting and not stapling as intention for devices.